Event description:
It was reported that the fenestrated bipolar forceps instrument is not working properly and that the tip is loose. No additional info provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the grips open and close properly when manually rotated. The instrument was returned missing both housing levers with one rear housing snap tab and three pins broken off. Engineering also observed the distal end of the main tube has a 2 inch long section with material removed on one side of the tube. The damaged area is parallel to the tube axis with a wear patter consistent with cannula related tube abrasions. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is rec'd.